Event description:
Initial result for a pt tsh was 0.150 miu/ml. The result was questioned and the sample was repeated two days later giving a result of 11.29 miu/ml. A different sample from the same pt resulted in a result of 13.9 miu/ml. No adverse events related to the incident were reported by the account. The field service rep was unable to determine a cause for the incident.